Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the fresenius hemodialysis (hd) machine had no flow from drain and high temp and a fluid leak from the ultrafiltration (uf) check valve tubing during an hd treatment. The customer was advised to swap the heater exchanger, actuator test board, temperature sensors, valve 30, and to check for tubing obstructions. Upon follow-up with the nurse, it was reported that the patient did not have the correct amount of fluid removed during the treatment. The machine alarmed with a high temp alarm. The uf was not turned off during the treatment. It was reported that he patient did eat/drink during treatment, but the specifics were unknown. It was reported the patient was switched to a new machine with new supplies but did not complete treatment because the patient had to leave the facility due to transportation scheduling. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. It was unknown if the machine was repaired and returned back to service or if any parts were available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.